Manufacturer narrative:
Manufacturing review: a manufacturing review was performed. The lot met all release criteria. Visual inspection: the sample was clean. Both slides were in their initial positions. There were no visual anomalies noted on the device. The foreign material was not returned with the device for evaluation. Functional/performance evaluation: to prime, the top slide was pushed into the device. The top slide was able to lock into place. The bottom slide was then pushed into the device and was also able to lock into place. The device was able to be fully primed with no issues. The device was further tested by cocking and firing the device 10 times with each trigger, for a total of 20 tests. The device was able to prime and fire properly. All 20 samples were obtained with no issues. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: one electronic photo was received and reviewed by (B)(4) (bpv engineer). The photo shows a maxcore device and its packaging on brown paper towels. The device was returned clean with protective tubing and yellow guard placed on the needle tip. The label indicates the device to be an 18g x 20cm needle with lot number reav1197. No foreign material was found within the packaging or on the device. Based on the photo review, foreign material cannot be confirmed. Conclusion: the alleged foreign material was not returned for evaluation, therefore the investigation is inconclusive for foreign material. All maxcore devices are 100% inspected for any foreign matter or defects. Therefore, it is unlikely that the root cause is manufacturing related. Based on the information available, the definitive root cause for the reported issue could not be determined. Labeling review: the current instructions for use (IFU) states: how supplied: the product is supplied sterile and non-pyrogenic unless the package has been opened or damaged. Sterilized using ethylene oxide. For single use only. Do not reuse. Do not resterilize. Directions for use: before using, inspect the needle for damaged point, bent shaft or other imperfections that would prevent proper function. If the needle is damaged or bent, do not use. Using aseptic technique, remove the instrument from its package. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that prior to a prostate biopsy procedure, the operator allegedly found a foreign material in the sterile package, stating the foreign material looked like a small piece of paper. It was further reported that the material was discovered immediately after opening the package. There was no reported patient contact. The procedure was reportedly completed with another device.

Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number of the device was provided. The device history records are currently under review. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that prior to a prostate biopsy procedure, the operator allegedly found a foreign material in the sterile package, stating the foreign material looked like a small piece of paper. It was further reported that the material was discovered immediately after opening the package. There was no reported patient contact. The procedure was reportedly completed with another device.